Event description:
During an atrial fibrillation procedure, the catheter electrodes became entangled. A duodeca catheter was advanced into the right atrium at the beginning of the procedure. While attempting to cannulate the coronary sinus, one of the distal electrodes d-2 adhered to one of the electrode pair of 17-18. An octapolar catheter was advanced into the right atrium to attempt to separate electrodes but was unsuccessful. An ablation catheter was then advanced into the right atrium and successfully separated the electrodes. During this process (or before), a kink formed in the proximal shaft of the catheter. While attempting to remove the catheter from the patient, this kink caused resistance within the right femoral vein, beneath the femoral arch. A snare catheter was advanced up the right femoral vein, over the arch, and down the left femoral vein which caught the distal end of the catheter, allowing the catheter to be removed. The catheter was replaced and the procedure was performed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected h6 code: health effect - clinical code: e2008 foreign body in patient.

Event description:
The e-code has been changed to e2008 foreign body in patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported entrapment remains unknown.

Manufacturer narrative:
One 7f, duo-decapolar, super large curl, livewire ep catheter was received for evaluation. The catheter shaft was twisted and kinked while engaged in non-abbott introducer. Further inspection of the deflectable shaft noted no anomalies in the device that would have contributed to the damage. Review of the device history record was not possible as the lot number is unknown. The cause of the reported entanglement issue is consistent with incorrect use of the device. The instructions for use for a livewire ep steerable catheter states "use a fast-cath¿ introducer to insert the livewire¿ steerable electrophysiology catheter.¿